Event description:
It was reported that at device change-out, insulation break was noted. All electrical measurements were normal. The physician repaired the lead with silicone and it remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.